Manufacturer narrative:
Correction: device available for eval, device return to manuf, device eval by manufacturer. Additional information : returned to manufacturer on, imdrf annex b grid. Omit : b17 - device not returned.

Event description:
It was reported that an 8120 pca was affected by plastic recall, unit is affected by the r118 front cover, handles and rear case r090 and syr/pca gripper, and r111 syr/pca sizer misalign. There was no reported patient involvement.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8120 pca was affected by plastic recall, unit is affected by the r118 front cover, handles and rear case r090 and syr/pca gripper, and r111 syr/pca sizer misalign. There was no reported patient involvement.